Event description:
Lead explanted due to high thresholds. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, a medial fragment of the lead body was received for analysis. The is-1 connector pin and lead tip were not returned. The analysis showed that the lead body was found covered in fibrotic growth. Calcifications are known to cause high pacing thresholds and is thus assumed to be the root cause of the clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.